Manufacturer narrative:
Pharmacovigilance comment: the event implant site ischaemia assessed as serious and possibly related.

Event description:
Case reference number (B)(4) is a spontaneous case report sent by a physician which refers to a female aged (B)(6). The patient's past medical history included: drug-induced hepatitis caused by anti-inflammatory four years ago [hepatitis]. The patient has no history of allergies and has no previous use of dermal fillers. On (B)(6) 2013, the patient was treated with restylane perlane (cross-linked hyaluronic acid dermal filler) (lot number unknown) in the nasolabial folds (0.5 ml left side and 0.5 ml right side) using the retro injection technique with needle 27g that comes with the product. On the same day, during the treatment while the physician had not even applied 0.1ml of perlane, she noticed that the left side below the nasal wing and malar the areas were purple acute ischemia (implant site ischaemia) of severe intensity. The treating physician immediately stopped the application massaged, and warmed the area and allowed the patient to go home. In the same day the patient returned to physician office and received hyaluronidase (0.1 ml in each point). The physician warmed the area again and provided patient with one tablet of aspirin of 81mg. At the end of the day the physician went to patient's house to do new assessment. Patient still presented violet tone in the area. The physician applied hyaluronidase again (0.1 ml in each point; ten points). She provided three tablet of aspirin (81mg/tablet) and prednisin 40mg per day. Physician also applied subcutaneous clexane 40mg, prescribed sildenafil one tablet per day and nexium 40mg for stomach protection. The physician did ultrasound with a doppler, when it was possible to verify the arteries of her face (upper and lower lip and nasal), those arteries was not obstructed. On (B)(6) 2013 the physician saw the patient for a new evaluation. The patient did a hyperbaric chamber session on the area affected. Physician still found the area purple, so she did another application of hyaluronidase, but this time more diluted (standard dilution and then she applied more 0.4ml dermal and then more 0.6 of saline). Sildenafil was discontinued and patient was advised to continue with pentoxifilina 400mg, aspirin infant 4 tablets per day, and clexane 40mg per day, nexum 40mg per day and prednisin 40mg per day. Patient continued doing compress with lukewarm water. On (B)(6) 2013, the treating physician talked with a vascular surgeon who advised her to change the medication from pentoxifilina to vasogard and started to use pentoxifilina again. But as patient presented headache, patient stopped to use vasogard and started to use pentoxifilina again. On (B)(6) 2013, patient did sessions of hyperbaric chamber. List of treatments of the adverse event including results of treatment: hyaluronidase 0.1 ml in each point on (B)(6) 2013 which resulted in improvement. Aspirin (81 mg per tablet, 4 tablets per day) starting on (B)(6) 2013. Ongoing treatment. Prednisin (40 mg/day) starting on (B)(6) 2013. Ongoing treatment. Clexane (40 mg/day, subcutaneous) between (B)(6) 2013, resulting in improvement. Sildenafil (one tablet per day) between (B)(6) 2013, resulting in no improvement. Nexium (proton pump inhibitor; 40 mg/day) starting on (B)(6) 2013. Ongoing treatment. Prescribed for stomach protection. Pentoxifilina (400 mg) starting on (B)(6) 2013. Ongoing treatment. Vasogard (100 mg) on (B)(6) 2013, resulting in no improvement. Hyperbaric chamber treatments of the affected area on the (B)(6) 2013. The outcome for acute ischemia (implant site ischaemia) is recovering / resolving. On (B)(6) 2013 the acute ischemia was reverted in 90% the area was only reddish. Medical comment: a causal relation between the event and the treatment seems possible. The injection procedure per se and inadvertent intravascular injection may have contributed to the event. The reported event is addressed in the label. Lot number was not reported and trending on batch cannot be performed. Serious criteria: we agree that this case fulfills the reporting requirements but consider the criteria condition necessitating medical or surgical permanent damage to a body structure to be the most appropriate choice. (B)(4). This case was received by q-med on (B)(4) 2013 and was forwarded to valeant as a serious case on (B)(4) 2013.